Event description:
Customer reports discrepant values on the advantage gts system that are from one patient. There was a lab sample drawn 3 minutes after the 94 mg/dl capillary result. That lab result came up a 33 mg/dl and when reran, it was 35 mg/dl. They state, there was no treatment given to the patient and they were not sure if the patient was symptomatic . Controls were within range. Requested return of suspect device and replacement was sent.